Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. As received, belt was unable to be tested. The cause was a damaged cable. The distribution node (dn) to rear therapy electrode (te) cable was pulled from strain relief. The root cause of the pulled cable was unable to be positively identified, but likely excessive force placed on the cable. No adverse event resulted from the defective electrode belt. The last patient to use this belt did not report any deficiencies.

Event description:
A review of service data has detected a reportable problem. During servicing, electrode belt sn (B)(4) was received with damaged cables. The last patient to use this belt did not report any deficiencies.